Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 24-feb-2020: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited rise in thresholds. The ipg delivery system exhibited an incapability of the tether to be pulled with resistance while the tether was slowly pulled after being cut. Inspection of the tether after withdrawing showed a mark which the tether had been torn and possibility of being left in the patients body and not retrieved. The ipg remains in use. No patient complications have been reported as a result of this event.